Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transvenous pulmonic valve replacement, a 16 mm contagra conduit was prepared in the ¿usual fashion¿. Successful stenting of the left pulmonary artery (lpa) was performed. A 20 mm sapien 3 valve and commander delivery system were then inserted and advanced into the esheath. Difficulties were encountered while attempting to advance the valve though the conduit. When the valve was finally in position, the balloon would not inflate during valve deployment. The system was removed without injury to the patient. Upon removal, the balloon was found to be ¿ruptured¿ / torn. Due to the difficulties encountered while advancing the sapien 3 valve and concerns that it might happen again with another commander delivery system, the physician decided to implant a non-edwards pulmonary valve. The procedure was completed and the patient was transferred in stable condition. Information regarding the access vessel minimum luminal diameter and degree of vessel tortuosity was not provided. It was perceived that manipulation of the delivery system while attempting to cross the conduit caused the torn balloon. The delivery system and valve were discarded at the facility following the procedure and are not available for evaluation.

Manufacturer narrative:
The delivery system was discarded following the procedure and was not returned to edwards lifesciences for evaluation. Without the device, visual evaluation, functional testing and dimensional analysis could not be performed. No photographs of the delivery system were provided. A device history records (DHR) review and lot history review were not able to be performed due to the unavailability of lot number information. Complaint history review from august 2017 to july 2018 for the edwards commander delivery system (all models and sizes) revealed other returned similar complaints for balloon torn that were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the applicable trend categories. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the commander delivery system inflation balloon and crimp balloon undergo multiple 100% inspections. The crimp balloon to inflation balloon laser bond weld joint undergoes 100% inspection. The flex catheter and balloon catheter also undergo 100% leak testing. In addition, functional product verification (pv) testing is performed on each lot per a sampling plan. These inspections and pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints of the balloon torn and the delivery system tracking difficulty were not able to be confirmed as the device was not available for evaluation. Without the device, the presence of a manufacturing non-conformance was unable to be determined. A review of the complaint history and manufacturing mitigation revealed no indications that a manufacturing non-conformances contributed to the event. A review of the IFU/training materials revealed no deficiencies. A review of complaint history revealed potential root causes for the separation of the crimp balloon material proximal to the inflation balloon crimp balloon bond include valve alignment in tortuous anatomy, which could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the valve to unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip. If the valve is unseated during alignment, higher than usual valve alignment forces can occur and can potentially weaken the crimp balloon material if excessive force is used try to achieve final valve alignment positioning. Difficulty tracking the delivery system through the vascular may be due anatomical factors. Additionally, it is possible that the valve was caught on the conduit during the advancement attempt, contributing to the tracking difficulties. Although the exact cause of the balloon torn and tracking difficulty cannot be confirmed, patient factors and procedural factors likely contributed to the reported events. Review of complaint history revealed that the occurrence rates for the applicable trend categories did not exceed their july 2018 control limits and no IFU/training deficiencies were identified. As such, no corrective or preventative actions are required at this time. However, per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment and a CAPA is being updated to address the emerging trend in I/c bond complaints.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.